Event description:
It was reported the patient had a baclofen deprivation symptom. The patient had experienced a psychotic syndrome for the previous 1.5 months in which the patient stated the radio was talking to her. The pump reservoir was emptied and the actual residual volume matched the expected residual volume. The telemetry was reviewed, and there were no critical alarms or pump stall events. On (B)(6)2010, the patient was hospitalized. An ap x-ray was performed and it verified the catheter and pump integrity. There was a mild catheter kink at the pump pocket level, so a contrast test was administered. This test confirmed, there was no catheter obstruction or leakage. The medication being delivered via the device system was baclofen.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was excessive loss of pneumo from trocar seal. They were able to complete the procedure with the same trocar. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.